Event description:
A user facility filed a complaint reporting that a disposable administation set leaked during a chemotherapy treatment. The leak was located at the vent of air-eliminating filter. There was no patient injury.